Manufacturer narrative:
The returned device was evaluated. During evaluation the unit was able to power on using ac only, however, the unit would not remain powered on when disconnected from ac power. The system board was replaced and the unit functioned as designed.

Event description:
It was reported that the unit will not run on battery. The device powered off immediately and there was no low battery alarm. No known impact or consequence to patient.